Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue; further described as "giving patient a difficult time disconnecting from the patient line of the amia cassette, twisting the dark blue threads." This occurred during use of the devices for peritoneal dialysis (pd) therapy. There were no damage noted to the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.